Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Almost choked [choking sensation]. Toothbrush heads come off while brushing [device breakage]. Consumer e-mailed and stated that the toothbrush heads came off while brushing. No serious injury was reported. Follow-up: the consumer stated that it was the brush head as a whole.